Manufacturer narrative:
Initial.

Event description:
It was reported that a patient experienced a low glucose event with alerts indicating low glucose, glucose falling quickly, and urgent low soon, reaching 55 mg/dl for about 20 minutes and self-treated with approximately 4 oz of gatorade and four glucose tablets; the cause was unclear and no device malfunction or component issue was identified due to insufficient information. Symptoms included tingling in the fingers and hand and fatigue. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information regarding a medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.